Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-33, lot# v988001, implanted: (B)(6) 2012 explanted: (B)(6) 2016 product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome and spinal pain reported via the manufacturer's representative (rep) therapy wasn't working. It was unknown what could have caused this. An impedance test was performed with results showing impedances were out of range. As a result the lead was replaced on (B)(6) 2016. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.